Event description:
The customer reported that during a hysterectomy, the sealing function of the device took too long and it did not fully seal, although endtones, indicating completed seal cycles, were heard. Regrasp alarms were not heard. There was reportedly no significant blood loss, and no injury to the pt.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.